Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during scheduled follow-up in clinic, insulation damage was observed on the right ventricular lead. Lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable.